Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tube there was discolored/abnormal additive form. This event occurred 5,072 times. The following information was provided by the initial reporter. The customer stated: "when opening the package, anticoagulant crystallization was found."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from each lot from the bd inventory were evaluated by visually examination and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0283619, medical device expiration date: 2022-01-31, device manufacture date: 2020-10-09. Medical device lot #: 0316379, medical device expiration date: 2022-02-28, device manufacture date: 2020-11-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tube there was discolored/abnormal additive form. This event occurred 5,072 times. The following information was provided by the initial reporter. The customer stated: "when opening the package, anticoagulant crystallization was found."